Event description:
It was reported that the patient underwent an replacement surgery because the inflatable penile prosthesis (ipp) was not inflating and the pump bulb stayed flat. No patient complications were reported.